Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) device will not power on. A getinge field service engineer (fse) stated that the verified issue. Troubleshot to defective power management board and replaced. Performed all function performance and electrical safety test.returned to the customer and cleared forclinical use.equipment status / equipment passed all functional testing. There was unknown patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units device will not power on. There was no harm reported.